Manufacturer narrative:
H4 - device MFR date: unknown the device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved spiros. The reporter stated that the issues with spiros keep showing up very often, sometimes even causing dangerous spills of chemotherapy drugs. There was no reported patient involvement.